Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported during peritoneal dialysis (pd) therapy, a disconnection between the transfer set and a titanium adapter was observed. Subsequently, the pediatric patient developed peritonitis. The cause of the disconnection was not reported. It was not reported if the patient was hospitalized for the event. It was unknown if the patient was treated with antibiotics for the event. The patient outcome and action taken with pd therapy was not reported. No additional information is available.

Manufacturer narrative:
B5: upon follow up it was reported the peritonitis was manifested by diffuse abdominal pain, cloudy effluent, and vomiting. The transfer set was replaced; however, the titanium adapter was not changed. The day after event onset, the patient was hospitalized and was treated with meropenem (intravenous, for 14 days, 500 mg every 24 hours), gentamicin (intraperitoneal, for 14 days, 8mg/l) and cefalexin (cephalexin for 3 days). Fourteen days after event onset, the patient was discharged from the hospital and was recovered from the peritonitis event. Pd therapy was ongoing. The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.